Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record # (B)(4). According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2014 and removed/replaced on (B)(6) 2020 due to leakage. Additional information received indicated: ¿pump tubing leak (tear)¿. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump tubing leak (tear) was reported. The device was removed/replaced.

Manufacturer narrative:
A titan otr pump, two cylinders, and a reservoir were received for analysis. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder. A separation was noted in the reservoir bladder due to material degradation. This was a site of leakage. The separation was noted at a crease fold area. The human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Although usually this degradation exists as surface phenomenon, over time it may cause mechanical failure. Polymers under constant flexing are more susceptible to fatigue and eventual mechanical failure. These components were released according to manufacturing and quality control procedures. The device was functioning properly for over 6 years in the patient. Material degradation occurred and progressed enough to cause mechanical failure to take place on reservoir bladder. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.